Event description:
I had essure performed in (B)(6) 2014 and have been having chronic pain in my left tube for the past two years. I have been to my doctor who performed the procedure and he feels my pain is not due to essure. However, I never had abdominal pain consistently before the procedure was performed. I am sure it's essure and I'm afraid of the risk of continuing to have them in my tubes. I truly regret ever getting the procedure and would like to plea for any assistance financially to have essure reversal, so that I can have a better quality of life.